Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device would malfunction when testing was performed without a battery installed. There was no patient involvement.

Manufacturer narrative:
Other text : following the initial call, multiple attempts were made to obtain additional information but no response has been received. As the customer could not be reached, an evaluation was not performed on the device.